Event description:
Bd veritor+ testing of asymptomatic nursing home resident resulted positive, f/u pcr was negative. The follow up specimen was obtained the same day as the rapid antigen test. FDA safety report ID# (B)(4).